Event description:
It was reported to the manufacturer by the end user, per the end user the resident was found on the floor beside the bed. There were no witnesses to the fall. The resident hit his head and was taken to the hospital for evaluation. He returned to the facility the same day. (B)(4) were entered into our system to have the dolphin mattress and control unit returned to joerns for investigation. As of this writing, the dolphin mattress and control unit has not been returned.